Event description:
Hosp advised that pump alarmed and displayed error codes x07. One channel stopped operating. This occurred during dialysis while the unit was being operated at rates of 999ml/hr. There was no pt consequence.